Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the infrascapular area and flanks using the cooladvantage plus and coolcore countrour applicators in (B)(6) 2021 and was diagnosed by the patient's physician with paradoxical adipose hyperplasia in (B)(6) 2022. The patient first noticed symptoms in (B)(6) 2022. The doctor observed the infrascapular area looking lumpy and hard to the touch in the shape of the applicator. Visible enlargement was observed.

Manufacturer narrative:
Corrected data: d1, g1.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the infrascapular area and flanks using the cooladvantage plus and coolcore countrour applicators in (B)(6) 2021 and was diagnosed by the patient's physician with paradoxical adipose hyperplasia in (B)(6) 2022. The patient first noticed symtoms in (B)(6) 2022. The doctor obsereved the infrascapular area area looking lumpy and hard to the touch in the shape of the applicator. Visible enlargement was observed.